Event description:
It was reported that during an arthroscopic procedure the physician was utilizing an ambient super turbovac 90 ifs. Intra-operative adhesive at the distal end of the wand melted off into the patient. The manufacturer confirmed that the procedure was completed; however details regarding how the procedure was completed were not available. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.